Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a downstream pressure sensor fail during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification force sensor scale factor reading. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.